Manufacturer narrative:
Concomitant products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced yesterday. In pre-op, they noted impedances were high on c0 c1 02 03 13 and the doctor knew this but did not have clearance to revise the lead/extension site. The caller stated they opted to only replace the ins and see if that resolved the issue but it did not. Additional information was received. It was reported that the patient saw code 1703 (programmed settings cannot be delivered/out of range) on their handset. The caller stated the patient had several high impedances with their rc and the high impedances were about the same once the ins was replaced with percept. The caller confirmed the patient's programming included contacts with high impedances and programming didn't change at time of ins replacement. Tss reviewed how high impedances can cause oor and troubleshooting options. Tss sent email summary of discussion to caller so they could review with hcp. Additional information was received. It was reported that. The rep stated that the old ins was replaced because the patient did not want the charging burden to continue. The cause of the high impedances was not determined. No actions were taken to resolve the issue at this time and the issue was not resolved. Additional information was received that the patient will undergo a new lead placement and generator placement, seeing as the contact impedances are still high with the current system.

Manufacturer narrative:
Continuation of d10: product ID 37612 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type implantable neurostimulator product ID 3387s-40 lot# va1rkdf serial# implanted: explanted: product type lead product ID 3387s-40 lot# va1r27q serial# unknown implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient will undergo a new lead placement and generator placement, seeing as the contact impedances are still high with the current system.